Event description:
It was reported that a pcu started alarming with a communication error code 255.16.275 during an infusion with two modules. The event occurred after the user added a third module and clicked it into place. After the alarm occurred, the infusion was restarted without the third module.

Manufacturer narrative:
The customer¿s reported complaint of a communication error code 255.16.275 was not confirmed or replicated during the investigation. However, a review of the logs identified the reported error code 133.6090.0 (main speaker failure) and an error code 120.4410.0 (low backup voltage). Log analysis results did not record an 800.8000 malfunction which is logged during a system error code 255.16.275. Two instances of the error code 133.6090.0 (main speaker failure) were identified on (B)(6) 2019 between 7:30 am and 7:31 am, suspected as the date and time of the event. Tests results identified that the system will exhibit all recorded errors only when a faulty female iui connector from pump module s/n (B)(4), from similar complaint file (B)(4) is used. It is suspected that the third module the user attempted to connect on the system was pump module s/n (B)(4) when experiencing the errors on (B)(6) 2019. Reference the complaint file investigation (B)(4) for details associated to the iui malfunction and associated pump module. The pump module was being used for treatment during the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.